Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to be charged and was difficult to be aligned with the charger. The patient underwent an explant procedure.